Event description:
It was reported that the unit is showing an error message. There was no backup available so procedure was done by gravity. There was no significant delay or patient injuries reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the device and the reported incident. A review of the customer provided pictures found the unit displayed a cassette insertion/pressure offset error. The complaint was confirmed and the root cause has been associated with an electrical component failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.